Event description:
The patient underwent a right-sided atrial flutter ablation successfully performed using the blazer xp catheter with a 90 degree st. Jude long sheath through an 11 fr. Short introducer sheath (manufacturer unknown). There were six ablatin applications for a total time of 513 seconds (8 minutes, 33 seconds) and average impedances ranges between 58 and 60 ohms. There was no indication of any problem during the ablation. Per routine practice for this physician, the catheter and long sheath were removed together as a single unit. The catheter was bent at a 90 degree angle and a wire was observed to be protruding between the second and third electrodes. The patient remained in the ep procedure room for several more hours to undergo an implantation of an intracardiac cardiovertor defibrillator (ICD) presumably for an ICD). The procedure, under fluoroscopic guidance, continued for several hours while the ICD was implanted. There was no indication of injury as evidenced by the absence of a pericardial effusion, or tamponade.